Event description:
Review of in house-programming history identified that the device was performing as intended approximately 2 months prior to the death.

Manufacturer narrative:
B)(4).

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.